Manufacturer narrative:
The reported events were dislodgement and failure to capture. Final analysis found a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies noted on the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular lead dislodged one day post implant procedure. It was noted that the lead exhibited failure to capture. The dislodgement was confirmed with fluoroscopy. The lead was explanted and replaced. The patient was stable.

Event description:
New information received indicates that the right atrial lead exhibited a lack of lead slack that was noted prior to procedure. The lead was repositioned successfully. It was also noted that the patient expressed discomfort at the pocket site. The physician performed a pocket revision. There were no patient consequences.